Event description:
It was reported that during a prostatectomy procedure, the clip would not hold after placing. The clips fell into the pt, but were removed. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 07/01/2010. Information anticipated, but unavailable at this time.